Manufacturer narrative:
The esc button did not respond due to corroded keypad trace. No scrolling number display anomaly noted during testing.

Event description:
The customer reported via phone call that numbers were ramping without buttons being pressed. The customer's blood glucose was 439 mg/dl at the time of incident. The insulin pump was returned for analysis.